Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 14. July 2014: it was reported that all broken pieces were retrieved from the patient, no harm to patient. Surgery was prolonged by approximately 45minutes while the drill bits were retrieved.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: two drill bits broke inside the patient during procedure, it was not reported if any fragments remained in the patient. The first broke while drilling a locking screw in the central hole of the head of the variable angle condylar plate. The second broken drill bit was being used later on during the case to drill at the proximal section of the plate around a hip replacement. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.